Event description:
During an in-clinic follow-up, the device was found to be in backup vvi mode (bvvi) resulting in of high-voltage (hv) therapy being disabled. The device had not been programmed for a previous MRI mode. Technical support was contacted, and the device was reprogrammed to resolve the event. The patient was stable with no consequences.